Manufacturer narrative:
A specific root cause could not be determined. A hardware issue solved by the field service representative's actions may have been the cause of the issue. In addition, the customer may have used a centrifugation time and clotting time that were too short.

Event description:
The customer reported that they received erroneous results for two patient samples tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The first sample initially resulted as 30.91 miu/ml. The sample was repeated and resulted as <0.1 miu/ml and this result was reported outside of the laboratory. The sample was also tested on a vidas instrument and resulted as <2.0 miu/ml. The second sample, from a (B)(6) year old female, initially resulted as 24.15 miu/ml on (B)(6) 2014. The sample was repeated and resulted as <0.1 miu/ml and this result was reported outside of the laboratory. The sample was also tested on a vidas instrument and resulted as < 2.0 miu/ml. The sample was repeated again on (B)(6) 2014 by field service personnel and resulted as < 0.100 miu/ml. It was asked, but it is not known if the patients had been adversely affected. No adverse events were alleged. The hcg+ss reagent lot number was 173268. The hcg+ss reagent expiration date was asked for, but not provided. A field service person checked the analyzer and observed that the gripper was "without visual dirties".

Manufacturer narrative:
On (B)(6) 2014, the field service representative checked and adjusted the liquid level detection of the s/r probe. He checked the mixer, checked the sipper adjustment on the wash station, checked the pmt adjustment, and performed a blank cell. The customer has not reported any additional issues since the completion of these actions.

Manufacturer narrative:
The event occurred in (B)(4).